Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, an error occurred on the universal surgical manipulator (usm) 4. The customer performed a hard reboot but the error returned. The customer pushed the usm 4 to the side and continued with usms 1,2, and 3. The intuitive technical support engineer (tse) reviewed the system logs and saw a 319 error on usm 4 pointing to an issue with the axes controller carriage (acc). There were no reports of patient injury. Intuitive surgical, inc. (Isi) received the following information via follow up: system functionality was checked upon powering on the system. Usm 4 failed while the system was going through self testing. The system initially powered on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The universal surgical manipulator (usm) was analyzed and the reported failure was confirmed via the error logs and replicated in-house. The site's logs showed multiple 319 errors pointing toward the axes controller, carriage (acc) and other communication errors (25730, 32097, and 40084). The unit was tested on an in-house system in normal mode where it triggered a 319 error pointing toward the acc. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed the check all boards present and the fiber tests pointing towards the rolling loop fiber. During the investigation, it was noted that the rolling loop fiber and ground straps were tangled in the spar.

Event description:
Refer to h10/h11 for follow-up information.